Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawers 4.1, 4.2 not detected on bus and unable to recover storage space. A field service engineer (fse) checked and reseated bus cables, also cleaned and reseated cubie pockets to resolve the issue. Then the drawer detected with all cubie pockets. Rebooted the station during repair work, cleaned the electronics drawer and the area around the back of the comm sled and power supply, checked for medications and removed debris from the bottom edge of the back panel, and verified drawers were fully seated by reseating the drawer cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 4.1 and 4.2 failed and maintenance required. User tried to reboot and recover but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.